Event description:
It was reported that during preparation for initial implant procedure, the implantable cardiac monitor could not be interrogated and displayed an error message on attempts using multiple programmers. The device was not used and was replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of an error message displayed and inability to interrogate the device was confirmed. The device image was reviewed, and it indicated that the message was triggered due to exposure to temperatures below freezing (the device was located in indianapolis, in at the time of the event). The error message was cleared and no further anomalies were found during testing.